Event description:
It was reported that a patient was admitted following stress test and echocardiogram. Decision was made for impella cp after they were unable to stent during percutaneous coronary intervention to right coronary artery. The impella was placed successfully, however during support it was reported of slight ooze from impella site, redressed site for angle matching. The urine was pink tinged and an echocardiogram was obtained for repositioning. The impella was pulled back 5cm, the urine cleared and oozing improved. The impella was successfully weaned and explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding - major: on the same day as device insertion, oozing from repositioning sheath site. Perclose sutures tightened. Angle matching gauze changed to match angle of insertion. Probelm was noted as resolved the next day. Product was not returned. The cause of the access site bleeding - major was most likely use related as the tightening of the perclose sutures and angle matching resolved the issue. Positioning issue: on the night after device insertion, roughly 12 hours hours later, impella was pulled back 5cm. Urine cleared. Pump was not returned. Data log review showed pump position alarms that resolve the night impella repositioning took place. The cause of the positioning issues was not determined since it is not known how the pump became deep necessitating the repositioning.